Event description:
Reporter stated that he was giving himself his insulin injection using humira pen, the pen did not engage instead leaked the medication all over the floor. No medication was received, faulty pen.